Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 45 mg/dl at the time of the incident. The customer was at 212 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump was giving insulin even after being suspended. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.